Manufacturer narrative:
The reported event of high lead impedance was not confirmed. A complete lead was returned in one piece for analysis. As received, visual analysis did not find any anomalies. The electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, there was high pacing impedance noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.